Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4, a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional abdominal aortic aneurysm repair (aaa) procedure. Reportedly, with the proglide device, the lever was returned, and the foot was retracted. During removal, the foot got stuck in the vessel and the vessel was torn. A cutdown was performed to remove the device. A balloon was inserted to control the bleeding during repair. The vessel was repaired with a stent graft and manual suturing was done to achieve hemostasis. It was noted that the patient's blood pressure dropped when removing the device, however the hypotension was resolved with fluids. The patient also had blood loss, and the blood loss was treated with a blood transfusion. There was no reported adverse patient sequela. It was reported that there was a clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional abdominal aortic aneurysm repair (aaa) procedure. Reportedly, with the proglide device, the lever was returned, and the foot was retracted. During removal, the foot got stuck in the vessel and the vessel was torn. A cutdown was performed to remove the device. A balloon was inserted to control the bleeding during repair. The vessel was repaired with a stent graft and manual suturing was done to achieve hemostasis. It was noted that the patient's blood pressure dropped when removing the device, however the hypotension was resolved with fluids. The patient also had blood loss, and the blood loss was treated with a blood transfusion. There was no reported adverse patient sequela. It was reported that there was a clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was received: there were five proglide devices resulting in a cuff miss [suture retrieval issue] prior to the proglide device with the footplate issue. Additionally, it was confirmed that with the sixth proglide device, the lever was lowered however the footplate remained fully deployed. The device was attempted to be removed however it became stuck. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly the device was attempted to be removed with the footplate fully deployed. The instructions for use (eifu) state, 'do not attempt to remove the device without closing the lever/foot. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The patient effects of hypotension, hemorrhage and tissue injury are listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. Based on the information provided, a definitive cause for the reported difficult to close and entrapment could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, or suture caught in foot. The inability to close the foot likely contributed to the device entrapment. The patient effects are known potential adverse events of use of the device. The subsequent treatment appear to be related to circumstances of the procedure. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 - lot number updated from unknown to 5031142. D9 - device available for evaluation updated from ni to no. H6 - medical device problem code 2921 added. H6 - medical device problem code 2017- failure to follow steps / instructions added.